Event description:
A customer reported manual mode issues on coulter lh500 hematology analyzer. The customer reported that diluent leaked into the secondary probe causing a patient sample to become diluted. The volume of the leak was approximately 250 ul and the leak was contained in the microtainer specimen tube. Low white blood cell, red blood cell, hemoglobin, hematocrit, mean corpuscular volume, and platelet results were obtained on the diluted sample, without instrument generated flags, as compared to the recollected sample which was analyzed on another hematology instrument and which was considered correct. The erroneous results were not reported out of the laboratory, and there was no change to patient treatment. The customer was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes and medical attention was not needed. Material safety data sheet (msds) was not reviewed, but there is an exposure control and risk management plan in place at the facility. The sample was collected in a microtainer collection device and was stored at room temperature for less than 30 minutes. The sample appeared normal. The instrument was performing within quality control specifications in the auto mode. The field service engineer (fse) found that the manual mode probe was bent preventing the probe wipe from completely descending all the way down the needle. The fse installed a new blood sampling valve (bsv) to resolve the issue. The actuator valve was also replaced as a preventive measure. The fse performed a calibration adjustment to both primary and secondary mode and verified instrument operation. The cause of the leak was a bent manual mode aspirate probe.